Event description:
The pump was explanted and replaced after an implant duration of 80 months due to "normal battery depletion." The pump was programmed to deliver clonidine 200mcg/ml, the dose was not reported. The pump was returned to the MFR for analysis.

Manufacturer narrative:
Additional MFR analysis reported the cap is lifted, but still attached and functional.